Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported on (B)(6) 2024 four infusion set infusion set tubing was leaking at tubing and infusion set is long for 1 day. The blood glucose level was 17 mmol. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4).